Event description:
See h10.

Manufacturer narrative:
The investigation found the stent returned loaded in the introducer. The stent was advanced into an in-house microcatheter and was able to fully open upon deployment in open air; however, the deployed stent was found to have kinked tantalum wires, which could have contributed to the reported expansion issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinked tantalum wires, but the damage is consistent with the device experiencing forces that exceeded its yield strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the patient had a right internal carotid artery posterior communicating artery aneurysm, with the aneurysm measuring approximately 2.0 mm × 2.5 mm × 1.8 mm. The distal parent artery had a diameter of 3.6 mm, and the proximal parent artery was 4.2 mm. Stent-assisted coil embolization was planned for the aneurysm. A headway 21 microcatheter was super selected to the m1 segment of the middle cerebral artery, while a headway 17 microcatheter was advanced into the aneurysm. After deploying the first coil, a 4.5 × 18 lvis stent was delivered through the headway 21 microcatheter. The plan was to partially deploy the stent first and then fully occlude the aneurysm; however, when the stent was half-deployed, it failed to open and could not seal the aneurysm neck. The stent was then retrieved, and its distal end was anchored closer to the aneurysm. When the stent was redeployed to 90%, it still failed to open. After multiple unsuccessful attempts, the surgeon abandoned the procedure. Ultimately, no charge was made for this stent. No injury to the patient.